Event description:
A nurse reported that after intraocular lens (iol) implantation, the patient experienced that the near vision was not good. The patient could not see well and was unable to drive. The iol was replaced with a non-company iol in a secondary procedure. The patient could not tolerate the lens was stated as the clinical reason for explant. According to the additional information received the patient was also bothered by halos and glare. The patient's near vision was not good and the distance vision was okay. In the surgeon's opinion the quality issue with the iol contributed to the events. The patient had a history of dry eye syndrome and puckering of macula in both eyes. The patient's issues were resolved after replacement with a non-company lens.

Manufacturer narrative:
The lens was returned in a plastic bag with a piece of surgical sponge. Solution was dried on the lens. The lens was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece, with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company 18.0 diopter, add power +2.2 & 3.2 lens model was replaced with an 18.0 diopter non-company monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, the replacement lens may have been an improved choice for the patient¿s vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).